Event description:
Gall bladder disorder. Pain in side [pain localized]. Gall bladder removed [cholecystectomy]. Blood in stool. Dark colored stools [stool discolored]. Light headedness. Case description: this case was reported by a consumer and described the occurrence of gallbladder disorder in a (B)(6) male patient who received oral moisturisers (biotene oral balance gel (2013 formulation)) gel (batch number w4b081, expiry date 31st december 2015) for an unknown indication. Concomitant products included warfarin. In 2014, the patient started biotene oral balance gel (2013 formulation). In (B)(6) 2014, an unknown time after starting biotene oral balance gel (2013 formulation), the patient experienced gallbladder disorder (serious criteria hospitalization) and pain localized (serious criteria hospitalization). On (B)(6) 2014, the patient experienced cholecystectomy (serious criteria gsk medically significant). Biotene oral balance gel (2013 formulation) was discontinued (dechallenge was positive). On (B)(6) 2014, the outcome of the gallbladder disorder and cholecystectomy were recovered/resolved. On an unknown date, the outcome of the pain localized was recovered/resolved. It was unknown if the reporter considered the gallbladder disorder, pain localized and cholecystectomy to be related to biotene oral balance gel (2013 formulation). Additional details: on (B)(6) 2015, the consumer reported starting use of biotene gel approximately 4-5 months prior to report date. Consumer used a total of three tubes, stating that he used about one tube per month. Consumer went to e.r. On 26(B)(6) 2014 after experiencing the adverse events of pain on side, tenderness on side, and soreness on side for approximately two weeks. Consumer reported that x-rays showed a gallbladder disorder, further described as deterioration of gallbladder with bile around it, and that he was admitted. Consumer had his gallbladder removed on (B)(6) 2014.

Manufacturer narrative:
Follow up information was received on (B)(6) 2015. The consumer reported the occurrence of blood in stool (serious criteria gsk medically significant), stool discolored and light headedness. He reported that his doctor told him it was probably dried blood or digested blood in his stool. He received sodium fluoride (biotene fresh mint toothpaste (savannah)) unknown (batch number x4c121, expiry date 28th february 2017) for an unknown indication, oral moisturizers (biotene oral balance gel (savannah)) unknown (batch number w4g291, expiry date 31st march 2016) for an unknown indication, glucose oxidase, lactoperoxidase, lysozyme (biotene original oral rinse (original)) mouth wash (batch number 4g26c1, expiry date 28th february 2017) for an unknown indication and oral moisturizers (biotene original oral rinse (savannah)) unknown (batch number 4g26c1, expiry date 30th june 2017) for an unknown indication. On an unknown date, the patient started biotene fresh mint toothpaste (savannah) at an unknown dose and frequency, biotene oral balance gel (savannah) at an unknown dose and frequency, biotene original oral rinse (original) at an unknown dose and frequency and biotene original oral rinse (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene fresh mint toothpaste (savannah), biotene oral balance gel (savannah), biotene original oral rinse (original) and biotene original oral rinse (savannah), the patient experienced blood in stool (serious criteria gsk medically significant), stool discolored and light headedness. Biotene fresh mint toothpaste (savannah) was discontinued (dechallenge was negative). Biotene oral balance gel (savannah) was discontinued (dechallenge was negative). Biotene original oral rinse (original) was discontinued (dechallenge was negative). Biotene original oral rinse (savannah) was discontinued (dechallenge was negative). On an unknown date, the outcome of the blood in stool, stool discolored and light headedness were not recovered/not resolved. It was unknown if the reporter considered the blood in stool, stool discolored and light headedness to be related to biotene fresh mint toothpaste (savannah), biotene oral balance gel (savannah), biotene original oral rinse (original) and biotene original oral rinse (savannah). Gsk case number (B)(4) is a duplicate of case (B)(4). All future correspondence will be submitted to case (B)(4).